Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Patient's father indicated that the patient had the receiver next to her at all times and issue continues. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, concomitant medical products and therapy dates - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed. A review of the shared log confirmed the reported event of a loss of connection. A root cause could not be determined.